Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "breast pain, capsular contracture, baker grade iii (side unknown).¿ also reported constant headaches, brainfog, being "blurry", yellowish eyes, hot breasts after sun exposure and skin problems are not device related". The device status and affected side are unknown.